Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Follow-up is being conducted to obtain legal contact information. If/when the contact information is received, a supplemental med watch report will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle unf and medical records received. After review of the medical records, clinical visit reported dislocation on (B)(6) 2019 and suffered left humerus fractured. Patient underwent closed reduction. Doi: (B)(6) 2019; doe: (B)(6) 2019; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: